Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the instrument has not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suture cut needle driver instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.

Event description:
Refer to h11 for follow-up information.